Event description:
It was reported that pump generated cartridge alarm 30 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, provided storage mode instructions, and arranged shipment of replacement pump while instructing customer to return problematic pump within 10 days and to reprogram pump settings and reconnect continuous glucose monitor on replacement device.